Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a definitive cause for the unintended movement associated with the clip opening while locked in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening when locked. It was reported that this was a mitraclip procedure to treat nixed mitral regurgitation (mr) with a grade of 3-4. After deployment of the mitraclip, it appeared that the clip opened slightly and the mr increased. A second clip was implanted, reducing the mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.